Event description:
Caller reported aviva system blood glucose results of hi, which on the system indicates a result in excess of 600 mg/dl, and 165 mg/dl within 10 minutes. Reported a separate, same system comparison of 485 mg/dl and 200 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).